Manufacturer narrative:
Patient information is unknown. Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Facility address and contact phone number are not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported drill bit was attached to a power tool, and the surgeon turned on the power for a trial run before the surgery. Right after the power was turned on, the drill bit suddenly broke in the air and the broken fragment hit the surgeon, but there was no injury. The surgeon said he/she just ran the device in the air and drill bit broke. The surgery was completed by using alternative drill bit, and there was no adverse event. Concomitant device: power tool (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part # 310.441, lot # f-13030: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 29.october.2012: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Invest. Summary: 1x article 310.441 with lot f-13030 / drill bit ø2.4 l80 2flute as received condition of device: drill bit returned broken. 1x drill bit article 310.441 with lot f-13030 returned with a broken shaft section. ø2.4mm was measured and did conform to the specifications. Hardness 600 +55/0 hv10 was reached with material 1.4112. Drill bit does show slight marks of use. Complained issue (the drill bit suddenly broke) could be confirmed. Based on the measurement, hardness test from supplier which meets specifications and visual inspection no manufacturing related issue was found. As a possible root cause, it is likely that an overloading situation led to the breakage. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.